Event description:
It was reported that during a cryo ablation procedure, the temperature wasn't as expected. The coaxial umbilical cable was replaced and the console restarted without resolution. The case was aborted. The patient was not under general anesthesia. A field service visit took place at a later time. No issues were found with the console. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 11615 were returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for four applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. However, during inflation, a kinked guide wire lumen was observed inside balloon segment. Pressure testing and inspection of sub-components of the balloon, handle, and shaft segments was carried out. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 0000 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the reported "temperature issue" was not observed/reproduced with the returned catheter. The balloon catheter failed the return product inspection due to a kink/twist observed on the guide wire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.